Event description:
A nurse reported that a care alert alarm (portable alarm) was de-activated when it was placed in close proximity to the bed speaker. Biomedical services was asked to research why the alarm did not sound. Upon inspection, biomedical services found that hill-rom bed model; advance, advanta, total care, and versa care beds speaker magnet can de-activate the magnetically activated portable alarm. If one of the portable alarms is near the hill-rom bed speaker it will not alarm. The bed's speaker magnet keeps the portable alarm switch from activating. Hand held pillow speakers and beds from another manufacturer side rail speakers do not deactivate the portable alarms. Medical staff should always take care to secure the portable alarms away from any magnetic source. Hill-rom tech support was notified, and biomedical services were told that they would file a report. No reference number was given. Manufacturer response (as per reporter) for bed, no feedback. He will file a report.

Event description:
A nurse reported that a care alert alarm (portable alarm) was de-activated when it was placed in close proximity to the bed speaker. Biomedical services was asked to research why the alarm did not sound. Upon inspection, biomedical services found that hill-rom bed model; advance, advanta, total care, and versa care beds speaker magnet can de-activate the magnetically activated portable alarm. If one of the portable alarms is near the hill-rom bed speaker it will not alarm. The bed's speaker magnet keeps the portable alarm switch from activating. Hand held pillow speakers and beds from another manufacturer side rail speakers do not deactivate the portable alarms. Medical staff should always take care to secure the portable alarms away from any magnetic source. Hill-rom tech support was notified, and biomedical services were told that they would file a report. No reference number was given. Manufacturer response (as per reporter) for bed, no feedback. He will file a report.